Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a stage 3 + diffuse lamellar keratitis (dlk) and corneal abrasions in both eyes (ou) at 1 day post-operative exam. The surgery center noted dlk stage 3+ with corneal abrasions from surgery. The patient commented on blurry vision and light sensitivity. Oral steroids (medrol dosepak) were prescribed and topical steroid dosage was increased to resolve symptoms. On a 2 day post op exam, the uncorrected visual acuity (ucva) for right eye (od) was 20/30 and left eye (os) was 20/100. The abrasion on the os had re-opened and a bandage contact lens (bcl) was placed. The surgery center reported the dlk on left eye was stable. On a 4 day post op exam, the surgery center reported the dlk was stable and the abrasions had healed. The ucva on a 4 day post op exam was od 20/40 and os was 20/25. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/25 -.25 x -4.50 x 15, left eye pre-op 20/20 -.25 x -4.25 x 172.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.